Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Subsequent follow-up with the customer, additional information was received. It was reported that the event occurred during a shoulder arthroscopy procedure on (B)(6)2020. It was reported that an alternative option of a set-up was available.

Manufacturer narrative:
UDI: (B)(4). Investigation summary: the device was received and evaluated at the service center. The reported complaint that the device malfunctioned was unable to be confirmed. No failures were found with the device upon testing. The device was tested and found to be working according to specifications. Since the reported condition is not confirmed, the root cause for the reported failure cannot be determined. No manufacturing record evaluation is required as no manufacturer or service related issues were found with the device. At this point in time, no corrective action is required, and no further action is warranted. Depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Event description:
It was reported by the affiliate in (B)(6) that during an unknown procedure on an unknown date, it was observed that pump would not pick up the flow of the fluid to clear the debris. Another like device was used to complete the procedure without delay. There were no adverse patient consequences reported. No additional information was provided.